Manufacturer narrative:
(B)(4). G2- canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the clamping mechanism doesn't hold the broach onto the handle during the product evaluation. There was no patient involvement. Attempts have been made and all additional information received has been included in this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g1-2, g3, g6, h2, h6, h11. Visual examination confirmed signs of use (tool marks) and confirmed that the spring is fractured; not all pieces were returned. The performed dimensional analysis results are within specification. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided photograph shows a trial remover. It is evident that the tips are intact; however, the spring does not appear to be as expected and appears broken. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.